Event description:
It was reported the right ventricular (rv) lead had a rise in and high threshold. It was noted that during the rv lead revision, multiple stylets were attempted without being able to advance stylet. It was also noted that initial lead placement was difficult due tortuous anatomy. It was also reported the rv lead impedance decreased after reposition. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut and there was apparent explant damage.